Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead had been surgically abandoned at the time of the initial observations. Most recently, the lead was explanted during a revision procedure as a result of infection. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms and elevated threshold measurements. A lead revision was performed and the lead was removed from service and replaced. No adverse patient effects were reported.